Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the device was evaluated by engineer and report states that two 851.801.01s cranial clamps were received and evaluated in the synthes (B)(4) lab on (B)(4) 2014 by (B)(4), director biomaterials engineering. The devices were visually examined and manipulated and reassembled by hand to evaluate the failure. The following was observed: clamp was received in three separate pieces. The top disk was separated and the shaft was trimmed from the bottom disk assembly. The shaft appeared to be trimmed by the instrument included in this system in the correct fashion. The top disk would not remain fixated to the bottom disk assembly when reassembly was attempted. The ratchet mechanism that retains the disk was not functional due to distortion of the ratchet tabs. The exact cause of this distortion cannot be determined but there was no evidence of device defect or design issue. There is a distortion in the polymer ratchet tabs. It does not appear to be design related but the actual cause cannot be determined. Clamps loosening during surgery has been addressed in the risk analysis and it is reported that the procedure was completed successfully without delay. Placeholder.

Event description:
Two rapidsorb cranial clamps broke during surgery. One clamp broke near the handle, the other broke between the clamps. There was no delay in surgery and the procedure was successfully completed. All pieces were retrieved without incident. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis (B)(6). Additional code: hbw. Investigation is ongoing. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.